Manufacturer narrative:
An attempt to reproduce the reported event on ous test using account 15simtest was conducted and the issue is reproducible. This was performed by ingesting a packet that had the validation error associated with a maximum exercise event attribute of above 1440. This issue is confirmed. The software did not successfully adhere to the specified requirements and did not perform in accordance with the expectations specified in 10938952doc_r. After conducting a thorough investigation, we noticed the max range for the duration attribute in the exercise event was corrected in simplera 1.4 yaml to maximum: 1440 and subsequently applied this value in all simplera schema versions as a corrective measure. As a result, older simplera versions were still sending values up to a max attribute of 604800 and would fail validation. This has been fixed and the change will be deployed in the 15.2 release. The esf number that corresponds to the reported issue is: 5316484 to assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: this issue has been identified as a bug and will be fixed in the 15.2 release. No action is needed from the customer at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication issue between mobile application and carelink. The customer reported no adverse event. The event involved product(s) mmt-8401. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-8401.